Event description:
The customer reported their mp70 intellivue patient monitor indicates a loudspeaker failure error message. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported their mp70 intellivue patient monitor indicates a loudspeaker failure error message. The device was not in use on a patient at the time of event, there was no adverse event reported.